Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module audio/video for failure analysis investigation. The unit was analyzed and the reported error was confirmed and replicated. In the system logs, the error 307 was found indicating that the fault had occurred in the field. During the visual inspection, there were no issues found related to the report issue. The pmav was installed onto a golden system where the video issue was triggered by indicating faults on the video branch (vbr) board, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once testing was completed, the system error logs were inspected, and verified that vbr was the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical issues from a faulty vbr board located on the pmav assembly. This issue can be resolved by replacing the pmav.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio/video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that an error 307 occurred on the system. The logs showed that the 307 error was pointing to the personality module audio/video (pmav). Prior to calling, the customer had performed a hard power cycle on the tower, but the error persisted. The customer then executed a second hard power cycle and ensured all video connections were removed from the pmav. Additionally, the customer also checked that the board was fully seated and confirmed that nothing was loose. The system was restarted, but the error returned. The customer then decided to use another system for the procedure. The procedure was converted to another da vinci system with no reported injury.